Manufacturer narrative:
Technician found that the brake casters are worn. Technician replaced the two brake casters to resolve the issue.

Event description:
Technician alleged that the stretcher moved a short distance sideways when leaned on and the brakes were applied. Two brake casters are ratcheting. No incident or injuries involved.